Event description:
It was reported that the programmer incurred a serious error when booting. A service disk sent to correct the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model number was made to reflect correct model as 2090x.

Event description:
It was reported that the programmer incurred a serious error when booting. A service disk sent to correct the issue. No patient complications have been reported as a result of this event.